Manufacturer narrative:
(B)(4). Correction: evaluation summary: the device was returned for analysis. The reported issue with the knot tightening, could not be replicated in a testing environment due to the returned condition of the device. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-tightening that would have contributed to the reported event. A query of the electronic complaint handling database for the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a proglide device with a 6fr sheath after an angioplasty interventional procedure. Reportedly, a problem with the knot tightening occurred. The sutures were cut after all steps were performed. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.